Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump alarmed sensor error. Troubleshooting was performed. Customer's blood glucose level was 93 mg/dl. Alarm and possible causes were explained to the customer. Alert was verified. The sensor was inserted on (B)(6) 2014, on right abdomen. Sensor appears to be fully inserted and flushed to the skin. Alert occurred while customer was standing and after initialization. Insertion site and taping techniques were reviewed. Customer is unable to load to carelink. Customer was unable to test transmitter. Customer was advised to reconnect old sensor on the insulin pump and wait two hours for the initialization period. Customer was advised to monitor and call back if issues persist. Called back with same issue and was advised to change sensor. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.